Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the shunt vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm within 1 minute each. However, at second inflation, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.